Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, bleeding, dyspareunia, urinary/bowel problems, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent an endometrial ablation on (B)(6) 2009 and underwent laparoscopic assisted vaginal hysterectomy and bso on (B)(6) 2014 due to menorrhagia and status post endometrial ablation.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, and urinary tract infection. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent d&c on (B)(6) 2006 due to dysfunctional uterine bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.